Manufacturer narrative:
An investigation was performed based on the gathered complaint information. When reviewing similar reportable events registered since 2010 for maxi sky 600 and similar ceiling lifts, we have found a few cases that may relate to the issue investigated here: the uncommanded unwinding of the ceiling lift strap and spreader bar. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate observed for reportable complaints with this failure is relatively low. Based on the collected information and findings made during the inspection of the transmission box conducted by the arjohuntleigh (B)(4) manufacturing site's technical department, we (arjohuntleigh) have been able to establish that unexpected unwinding of the ceiling lift strap was caused by the plastic strap entry malfunction (entry through which the strap is wind / unwind). In the light of this information, it appears most likely that the strap got caught on the strap entry of the plastic cab while the spreader bar was being lowered, causing accumulation of strap in the ceiling lift, until the unexpected release of the strap. It should be emphasized, as with all of our devices and their components, care must be practiced so as to preserve the quality and durability of the device and its components. Responsible care must be taken when using any part of a device that bear a load. In accordance to the product instructions for use (001.14150.33.en) which are supplied together with each maxi sky 600 ceiling lift, the inspection for evidence of external damages and strap wear should be conducted prior each use. The possible sequence of the events presented above seems to be the most probable and to be in line with the event description as well as outcome. Our evaluation appears to point to a use error having occurred: the maintenance activities may have not been carried out at the recommended frequency by the device user. In summary, the device was being used at the time of the event and played a role in the reported incident. Following the above findings, there is no malfunction of the transmission box that could technically explain the ceiling lift strap unwinding. The plastic strap entry was found to worn and from that perspective, the device was not up to specification at the time of the incident. If the IFU and the correct transferring procedure would have been followed with using adequate precautions, the event would have been avoided. This is to be communicated to the customer.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015, arjohuntleigh was informed of the customer complaint regarding the sudden release of the maxi sky 600 strap and spreader bar with the patient being attached on the device. It was reported that when the patient was being lowered into the chair and almost reaching the intended position, the strap unwound uncommanded. As a consequence of this event, the client fell into the chair and hit the head by the spreader bar. No injury was reported.